Event description:
It was reported that after an ipg replacement procedure, the patient was hospitalized due to excruciating pain in the right lower extremity. The physician did not see any concerns on the MRI and the patient was discharged and is recovering.